Event description:
The dental implant fx4012swc was removed on (B)(6)2017 due to loss of osseointegration 3 years and 5 months after implantation. The doctor indicated that pain caused the implant removal. The patient had no significant medical history and requires additional surgical intervention.